Event description:
It was reported that the patient's visual acuity was 0.63 distance vision after 1 month and patient had blurry vision. There were no other diseases such as the patient's retina. The lens was explanted. The blurry vision improved after surgery. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.